Event description:
--

Manufacturer narrative:
The lead has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead exhibited loss of capture at maximum outputs one day following the implant procedure. Low amplitude was also noted. A chest x-ray was performed and a lead dislodgement was confirmed. The lead was explanted and a lead from another manufacturer was successfully implanted. No adverse patient effects have been reported.

Manufacturer narrative:
The lead will be returned. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
--